Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: 05415067017246, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient experienced multiple falls and in turn has ineffective stimulation for left side coverage of the back and legs. Lead diagnostics showed one lead had high impedances on all contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.